Event description:
An article published by the cardiovascular and interventional radiological society of europe reviewed the "ten years of experience with the gore excluder stent-graft for the treatment of aortic and iliac aneurysms: outcomes from a single center study" ((B)(6), et al, published on august 6, 2011). Between (B)(6) 1998 and (B)(6) 2010, a total of 121 nonconsecutive pts were selected for gore excluder stent-graft implantation at the univ hosp of (B)(6). The group of physicians discussed in this article four type ii endoleak events. All endoleaks were fixed with surgical conversion and endovascular procedures.

Manufacturer narrative:
Further info regarding these events was requested but not available. The lot/serial number was requested but not provided to gore. A review of the mfg records for the device could not be completed. According to the gore excluder aaa endoprosthesis instruction for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. Type ii endoleaks are defined as retrograde flow through patent collateral vessels into the perigraft spaces (i.e aneurysm sac), which have been excluded by thoracic or abdominal endograft placement. A type ii endoleak can originate from any of the aortic branch vessels, including but not limited to; intercostal, left subclavian, pharyngeal, lumbar, inferior mesenteric, hypogastric, sacral, gonadal, or accessory renal arteries. Users are made aware of the risks associated with type ii endoleaks in the instructions for use (IFU) and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Please note the article is attached to the medwatch report. Add'l info about specific pts, devices, and events is not available, therefore, gore cannot determine if any of these events were previously reported. Attempts to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable, or was not applicable.